Manufacturer narrative:
Per additional information received, it was determined that the reported event was non-reportable.

Event description:
It was reported that the catheter was leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was leaking.